Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was experiencing high blood glucose level. Customer¿s blood glucose level was 400 mg/dl. The customer stated that the blood glucose was running 300 mg/dl to 400 mg/dl. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer declined to troubleshoot for high blood glucose level. Customer also stated that insulin pump received sensor updating or sensor glucose value not available alert, calibration not accepted alert and change sensor alert. The insulin pump will not be returned for analysis.